Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2022 and suture was used. The patient underwent surgery due to "pregnancy, head position delivery", and was sutured after operation. Eight days after the operation, the absorption of the absorbable suture of the incision was delayed. It wasn't absorbed well, and the suture was removed immediately, and the condition improved after dressing change. No adverse patient consequences were reported. Additional information was requested.